Event description:
It was reported that the patient was admitted to the hospital with a diagnosis of withdrawal, severe increased spasticity and constipation. The patient's pump contains compounded baclofen 2000 mcg/ml at a daily dose of 1200.3 mcg/day; last refill was 2007. During the refill, 15 ccs were expected; 2 ccs were aspirated but there was no difficulty in filling the pump with 40 ccs noted. The low reservoir alarm date is two months later. The hcp provided that she has checked the logs of the pump and no motor stalls or memory errors were detected. The patient's parent was concerned that the patient may have kinked the catheter somehow. The hcp planned on increasing the rate of the pump. Troubleshooting including monitoring for volume discrepancies at next refill and a catheter dye study are being considered. It was further reported that the patient was seen at another clinic; they only filled the pump with 20 ccs, but programmed the pump for 40 ccs. The pump was refilled and the patient recovered without sequela. See manufacturer's report # 3004209178200703942.